Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported, during a transfemoral tavr procedure in the aortic position, the 29mm sapien 3 valve was deployed in an 80:20 aortic position, which resulted in moderate paravalvular leak (pvl). The valve was post dilated twice with an extra 5cc¿s of contrast and on the second time the delivery system balloon ruptured. While removing the delivery balloon out of body the balloon became stuck on the outside of the esheath. It was reported that "it went to the split of the sheath". Through manipulation, the physician was able to get the delivery system and balloon down into the esheath, however the balloon became stuck again. Through force the physician tried to pull the delivery system and balloon back to the esheath and this time the delivery system became separated from the end of the balloon. The balloon was left in the middle of esheath. The esheath and the balloon were then wired out (wire was kept in place and the esheath was removed). A second esheath was then prepped and placed in the arteriorotomy. Once the second esheath was removed, the vessel was perclosed and an angio was taken which showed the vessels looked "good". The patient left the operating room in stable condition.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. The delivery system and esheath were returned to edwards for evaluation. The delivery system device underwent visual and dimensional testing. Visual analysis revealed the guidewire shaft with inflation balloon and nose tip were separated from the delivery system. Adhesive was observed to be present on the y-connector for the guidewire shaft. Slight gouges were observed on the flex tip. The inflation balloon was observed to have burst longitudinally ¿ down length of balloon, does not appear to be missing any pieces. Visual analysis of the esheath revealed the guidewire shaft with inflation balloon was returned inserted through but caught hanging outside the sheath near strain relief. Two tears were observed on the sheath shaft liner. The first tear ¿ approximately 2.5¿ in length from distal tip, second tear ¿ originates 3¿ from tip and along sheath shaft. Bunching was observed on the strain relief. No distal tip damage, no delamination, and no scratches were observed. Due to the condition of the returned device (balloon burst), no relevant functional testing could be performed. Dimensional testing was performed on the delivery system. Single wall thickness measurements were taken on the inflation balloon along the longitudinal tear to determine if the balloon wall thickness was within specification. A thin wall could leave the balloon more susceptible to a rupture or burst, and could be indicative of a manufacturing nonconformance. The measurements that were taken met the single wall thickness specification. During manufacturing, on the component level, inflation balloons undergo 100% visual inspections (working length, balloon diameter, and double wall thickness) and dimensional inspections (witness lines, crow¿s feet, fish eyes, gel spots, scratches, mechanical damage, deformation, and contamination). Balloon burst testing is also performed on a sampling plan following visual inspection. During manufacturing, the bonding of the nose tip to the guidewire shaft, the bond is 100% visually inspected for bubbles in the bond area, and to ensure that the guidewire shaft was all the way down inside the nose tip. Furthermore, balloons undergo a size inspection using a go/no-go gauge and a visual inspection before pleating and folding. Following the anneal procedure, the balloons are 100% inspected for fold lines and distorted/pinched folds. Finished devices undergo dimensional and visual inspection. The devices also underwent 100% leak testing followed by product verification (pv) testing. The inspections outlined above support that it is unlikely that a manufacturing nonconformance contributed to the reported event. A DHR was performed and none of the above work orders revealed any issues that may have contributed to the reported event. The lost history review revealed no other complaints for ¿balloon ¿ burst¿ and ¿distal tip, nose tip ¿ separated¿. A complaint history review for ¿balloon ¿ burst¿ from february 2017 to january 2018 for the commander delivery system (all models and sizes) revealed 41 additional returned complaint devices for ¿balloon ¿ burst¿. Of the 41 complaints, 35 were confirmed but no manufacturing non-conformances were found. Available information indicates that patient factors (calcification) may have contributed to the reported events. One complaint was unable to be confirmed and no manufacturing non-conformities were identified. Patient factors (calcification) are believed to have caused the balloon burst. Two complaints were not confirmed and no manufacturing non-conformances were identified. One complaint was unable to be confirmed and no manufacturing non-conformances were identified. The last two complaints are pending engineering evaluation. The occurrence rate for this issue does not exceed the january 2018 control limits for the associated trend category, ¿balloon - burst¿. A complaint history review for ¿distal tip, nose tip ¿ separated¿ from february 2017 to january 2018 for the commander delivery system (all models and sizes) revealed 12 additional returned complaint devices. The complaints were confirmed, but no manufacturing non-conformances that would have contributed to the complaints were identified. Available information suggests that patient and/or procedural factors may have contributed to the events. The occurrence rate for this issue does not exceed the january 2018 control limits for the associated trend category, ¿separated¿. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for ¿balloon ¿ burst¿ was confirmed. Review of case notes and visual inspection revealed that the balloon burst was likely due to patient factors (calcification). There was moderate calcification in the lvot, native annular calcification and native leaflet calcification; there was mild calcification in the aortic root calcification and access vessel. Additionally, as reported, twice during post dilation of the valve, an extra 5cc were added to the balloon inflation volume. The edwards training manual instructs the user to inflate 29mm delivery systems using 33ml of fluid. It is therefore possible that the balloon was over-inflated during post dilation. This potential over-inflation, coupled with the patient¿s native calcification, is likely what contributed to the balloon burst. The complaint for ¿distal tip, nose tip ¿ separated ¿was confirmed. The distal tip separation can likely be attributed to the difficulties experienced during device withdrawal. As mentioned in the complaint description, there was evidence to support that excessive force and manipulation was applied to the device in order to overcome the experienced withdrawal difficulty of the burst balloon through sheath. If the balloon is caught on the sheath distal tip, on a torn sheath liner, or on a piece of calcification in the patient¿s vessel, the excessive force applied in order to withdraw the delivery system can cause the tip to become separated from the rest of the device. Based on available information, the complaint can be attributed to procedural (removal of the burst balloon) factors. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. No manufacturing or IFU/labeling nonconformities were identified. Available information indicates that patient/procedural factors (calcification, over-inflation of balloon) may have contributed to the ¿balloon ¿ burst¿ and procedural factors (removal of the burst balloon) may have contributed to the ¿distal tip, nose tip ¿ separated¿. Because the occurrence rates do not exceed the january 2018 control limits for these failure modes, no corrective/preventative action are required at this time.

Manufacturer narrative:
Concomitant medical devices.